Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is not related to the device. Additional observations: observed, crack on the valve assessed, as cracked valve seat diaphragm valve. No further actions are required, since no manufacturing issue is observed.

Event description:
Patient reported, left side capsular contracture, baker grade unknown. Healthcare professional, later reported, capsular contracture, baker grade IV. The device remains implanted.

Event description:
Patient reported left side capsular contracture, baker grade unknown. Healthcare professional later reported capsular contracture, baker grade IV. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.